Event description:
Same case as MDR ID: 2134265-2015-01304. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A non-bsc guide catheter was engaged in the vessel followed by a 145, 5-in-6 guidezilla¿ guide extension catheter. Subsequently, a 3.50 x 28mm promus premier¿ stent was advanced onto the 145, 5-in-6 guidezilla¿ guide extension catheter, however, resistance was encountered. Upon removal it was noted that the stent struts were disfigured, lifted, and coming off the catheter. The device was exchanged with a 3.00 x 28mm promus premier¿ stent which also encountered resistance during advancing onto the 145, 5-in-6 guidezilla¿ guide extension catheter. As a result, the 3.00 x 28mm promus premier¿ stent struts were also disfigured, lifted and coming off the catheter. The physician then removed the 145, 5-in-6 guidezilla¿ guide extension catheter from the patient and utilized a new guidezilla¿ guide extension catheter. The procedure was successfully completed with implantation of another 3.00 x 28mm promus premier¿ stent. No patient complications were reported and patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged and bunched proximally with stent struts overlapping. This type of damage is consistent with the stent encountering severe resistance when advancing to the lesion site. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02529.